Event description:
It was reported that upon device interrogation, right ventricular (rv) exhibited decreased r-waves and loss of capture at high output. X ray was performed, and it was confirmed that the lead had dislodged, and the tip of the lead took an unusual trajectory. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies, except for procedural damage. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, applying torque directly to the inner coil, the helix could be extended/retracted, and helix extension length was within specification.